Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for an evaluation. The customer was unable to locate the device. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, quality control data, and specifications. A review of the device history record for the complaint device lot could not be performed as the lot number was not provided. A review of complaint history records for the complaint device lot could not be performed as the lot number was not provided. At this time, no instructions for use exist for this product. No manufacturer's evaluation could be performed since no product was returned. No lot number was reported so a review of the device history record could not be performed. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A conclusion could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new event information to report.

Manufacturer narrative:
Initial reporter occupation: materials manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a retrograde pyelogram (rpg) procedure when they put the rutner universal wedge catheter up (retrograde) and pulled it back out, the head of the catheter popped out. A rigid grasper was used to remove the portions from the bladder and ureter. All portions were retrieved. The procedure was completed at that point, so no additional product was needed. No unintended section of the device remained inside the patient¿s body. There were no additional procedures required and there were adverse effects on the patient due to this occurrence.